Manufacturer narrative:
Product complaint # (B)(4) d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H6 component code: g07002 - pending evaluation of returned device the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: which component broke (suture or needle)? Or is this a report of needle detached/pulled off from the suture?maybe pulled off from suture. Did the needle fall into the patient? Unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an ob-gyn procedure on an unknown date and suture was used. During surgery, the needle-suture was broken in the middle of the surgery. It might be also possible that the suture was detached. It was not a control release needle. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3, h3, d4. H3 investigation summary: h3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one used needle and one empty labeled winding former. Product code j338h. During the visual inspection of the detached needle, the swage area and hole were noted with marks by a surgical instrument. The hole was examined under magnification and remnant suture inside was observed. This condition likely caused the needle to detach from the suture. To avoid this kind of damage, the needle should be grasped in an area one-third to one-half of the distance from the attachment end to the point, as referenced in the instructions for use. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified.